Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that that they think patient's device has been off for a few months and that patient have not use their device in over 2 years and it could be discharged and even attempted to electively remove the device, but their doctor would not let them due to their age. Caller redirected to patient's was redirected to hcp to interrogate device no further complications were reported/anticipated at this time.